Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited low out of range pacing impedance measurements. It was noted the patient was in atrial fibrillation (af) and programming the atrial lead off was discussed. No adverse patient effects were reported.